Manufacturer narrative:
This event has been allocated the reference (B)(4) by rayner intraocular lenses (B)(4). Rayner intraocular lenses (B)(4) were notified by the (B)(4) distributor of a potential labeling discrepancy on (B)(6) 2012. The (B)(4) distributor informed rayner intraocular lenses (B)(4) that a physician implanted a t-flex aspheric 623t +21.0d/+1.5d intraocular lens. It is the intention of the physician to have the pt return to the theatre in order for them to undergo an iol exchange procedure. The distribution history for the t-flex aspheric 623t batches (B)(4) were reviewed and it was identified that (B)(6) was also affected by this labeling discrepancy. Lens 25 was requested to be bonded, removed from sale stock and returned to rayner intraocular lenses (B)(4) immediately. The t-flex aspheric 623t lens 25 from batch (B)(4) was returned to rayner intraocular lenses (B)(4) and device check was performed by rayner personnel. This device check identified that the t-flex aspheric 623t (B)(4) +21.0d/+1.5d system pack contained the t-flex aspheric 623t (B)(4) +15.0d/+2.5d blister pack. Further investigation of the reported event identified that the two t-flex aspheric 623t intraocular lenses subject to this report had been repacked one after another, on the same day. The error has occurred during the repacking process. This labeling discrepancy is limited to the t-flex aspheric 623t intraocular lens ID: (B)(4) and the t-flex aspheric 623t intraocular lens ID: (B)(4). The t-flex aspheric 623t intraocular lens is not available in the united states of america, the labeling process for the c-flex 570c and c-flex aspheric 970c intraocular lenses which are available in the united states of america, is however the same. Although, the lenses and injectors are packed individually, not in system packs when distributed in the united states of america.

Event description:
Rayner intraocular lenses limited were notified by the (B)(4) distributor of a potential labeling discrepancy. Further investigation of the reported labeling discrepancy identified that the product associated with the report was a t-flex aspheric 623t intraocular lens system pack. The batch number on the system pack outer carton label was (B)(4), power +15.0d/+2.5d. The batch number on the inner blister pouch label was (B)(4), power +21.0d/+1.5d.